Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that an alert for anti tachycardia pacing (atp) therapy delivered to convert arrhythmia and ventricular shock therapy delivered to convert arrhythmia. The inappropriate therapy resulted from undersensing of atrial fibrillation (af). No adverse patient effects were reported.